Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault sf197 and found a system fault sf218. Internal inspection found water damage throughout the device and its internal components. The evaluation also confirmed the device failure to complete its internal self-test. It was determined that the device failures were due to water ingress in the device. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf197) indicating a stuck outlet flow sensor. The device was not in use when the fault occurred; therefore, there was no patient involvement.